Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a 68 year old male patient had a rash on his back underneath the therapy electrode pads. The patient's skin had deep-red-colored hives with open, clear blisters. The patient's physician instructed the patient to apply a cream to the rash and also prescribed the patient antibiotics for the infection. Follow-up indicated that the rash had improved.